Event description:
Rptr and 61 other pts of their dr are having problems with the device. The plastic in the knee is deteriorating. The implants were sterilized using gamma ray sterilization. According to rptr there is an oxidation process which occurs when device sits on a shelf after this sterilization. This causes breakdown of the plastic. Rptr's implants were mfg in 1993. They were implanted over 4 yrs later. The device's plastic was supposed to deteriorate 1/10 mm per year however rptr's implants have deteriorated 3mm since implantation. Rptr is experiencing pain, buckling, swelling, difficulty walking and is going to have revision surgery early next year. Rptr was notified of problem in july of this year. Dr noticed some deterioration last year and was concerned but was not sure why it was occurring. Then other pts started having similar complaints. Apparently the MFR knew about this deterioration at least by 1996. The problem was documented in a research article from dartmouth university in june 1996. Rptr expresses concern that FDA has not been notified of this problem and also expresses concern about the physical effects of this plastic deteriorating in the body. Rptr's physician's pts are scheduled to meet with MFR to discuss problem. Rptr has been told that there are other similar problems occurring in another part of the country. The shelf life of the implant is supposed to be 5 years.